Event description:
It was reported that pump reset occurred unexpectedly and customer provided no additional details about the event or any blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer decided not to return pump, and no further actions or investigations were completed, with no additional information received regarding the outcome of the event.